Manufacturer narrative:
Update: customer returned for evaluation a total of 6 blades, 3 open packages and 3 still unopened in original package. Examination of returned item, h9133, qty of 6 could not confirm the reported problem. No fault found. Examination performed per print a30-532-002, rev- af and print a30-532-639, rev- ad could not find any discrepancies with print critical dimensions. The reported event of ¿blade bent and broke¿ was inconclusive. The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 11 reports, regarding 21 devices, for this device family and failure mode. (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the h9133, 4.5mm sterling, lightning, 6 ea was used during an elbow arthroscopy on the date of (B)(6) 2023, when it was reported, ¿during the surgical procedure the blade bent and broken in an abnormal way, the same thing happens when opening other pieces same lot.¿. After further assessment it was concluded the device did fragment into the surgical site, but it was retrieved with a basket grasper. The procedure was completed with an unknown alternate device and a 30 minute delay. There was no patient or user injury, prolonged hospitalization, or medical intervention. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the h9133, 4.5mm sterling, lightning, 6 ea was used during an elbow arthroscopy on the date of (B)(6) 2023, when it was reported, ¿during the surgical procedure the blade bent and broken in an abnormal way, the same thing happens when opening other pieces same lot.¿after further assessment it was concluded the device did fragment into the surgical site, but it was retrieved with a basket grasper. The procedure was completed with an unknown alternate device and a 30 minute delay. There was no patient or user injury, prolonged hospitalization, or medical intervention. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported event of ¿blade bent and broke¿ was inconclusive. The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 11 reports, regarding 21 devices, for this device family and failure mode. (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the h9133, 4.5mm sterling, lightning, 6 ea was used during an elbow arthroscopy on the date of 21feb23, when it was reported, ¿during the surgical procedure the blade bent and broken in an abnormal way, the same thing happens when opening other pieces same lot.¿. After further assessment it was concluded the device did fragment into the surgical site, but it was retrieved with a basket grasper. The procedure was completed with an unknown alternate device and a 30 minute delay. There was no patient or user injury, prolonged hospitalization, or medical intervention. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.